Manufacturer narrative:
The console was not returned for analysis; however, this console was serviced at the customer's facility by a field service engineer (fse). The fse tried to replicate the reported error but it did not occur. It is possible that a discrepancy in the internal settings could have led to the reported issue. A calibration was performed, and the internal settings were updated. The laser passed full functional and electrical safety testing. Based on the information available, the reported clinical observation could not be confirmed, therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during the procedure, error 49 (power meter sanity med high 5w (software)) was displayed. There were no patient complications. The procedure was cancelled/rescheduled. This event is being reported for aborted/cancelled procedure with or unknown sedation.